Event description:
It was reported that lead noise was observed. In-clinic the noise could not be reproduced with provocative testing. Lead anomaly was suspected. The lead was explanted and the patients condition after the event was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.